Manufacturer narrative:
The controller was returned to the manufacturer. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via log files with a critical battery alarms while two batteries were in use with the controller along with switching events including a likely instance of a switching event around the time of the reported event. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The controller was related to the reported event; however, analysis of the returned device revealed that the device met specifications during testing. The controller fault could not be duplicated during bench testing. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The power switching events are most likely due to combination of multiple factors such as a communication anomaly between the battery and controller, a battery with the potential to malfunction due to faulty internal cells, and intermittent power port pin continuity caused by fretting. Investigation into these types of issues have been initiated via the corrective actions/preventive actions process by the manufacturer. This is one of three reports (3007042319-2015-01319, 3007042319-2015-01320 and 3007042319-2015-01321 ) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Log file analysis review date: june 3, 2015. Data through: june 3, 2015. Normal power consumption; no alarms have been logged in the last 14 days of available data. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Transient alarms often occur at certain times during the day and/or under particular circumstances such as bending over or lying on one side. They usually resolve quickly without problems. X2 the manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Missing information from this report is identified as a blank, unknown and as no information (ni), this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This is one of three reports (3007042319-2015-01319, 3007042319-2015-01320 and 3007042319-2015-01321 ) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) by medical staff that a patient experienced a single beep tone and saw that the power sources change earlier the expected. On some occasions, the battery indicator on the controller turns off, and after some time (a couple of seconds) it turns on again and makes a bleep tone. This also happens while connected on the ac adapter; the power switching does not occur. This even occurs randomly (at home, while shopping, while in bed, mobilizing). Patient says he has no obvious source that could cause signal interference on the controller. The clinical specialist visited the site where all of the patient's peripheral equipment was check for dust (contamination) of the equipment connection. None was found (visual inspection) except on the back-up controller, where dust was found in the pump connector of the controller. Both primary and back-up controller was exchanged along with all peripheral equipment. The controller was exchanged with no reported consequences or impact to the patient. No additional information was reported. This is report 1 of 3.